Event description:
It was reported that a patient underwent an artery procedure on (B)(6) 2022 and suture was used. During the procedure, the suture was broken from the middle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when did the issue occur? Before the suture was used, during the procedure or post op? Please confirm. Ans: the problem occurred during the surgery. Could you please confirm if the patient suffered from any consequence due to the issue (breakage suture)? If yes, please provide more details. Ans: the procedure was completed successfully with another foil of the same code no consequence associated with the patient.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/26/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: one opened complaint sample overwrap pack along with single barrier folder, foam park suture and needle received for investigation for code nw3708 lot v1008. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. Upon visual inspection of complaint sample, it has been identified that the suture was dispensed with force. Cut suture ends indicated that the suture might came into contact of sharp material/object during dispensing or handling. Returned needles were visually inspected and found satisfactory. Five retain samples of incident code nw3708 lot v1008 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Batch manufacturing records of nw3708/v1008 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement.